Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited high capture threshold measured at 3.5 volts (v) at 1.5 milliseconds (ms), along with loss of capture and high impedance of more than 3000 ohms. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.